Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume folfusor was damaged. The damaged tubing was further described as, ¿line damaged (branded)¿. This event was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured from july 30, 2019 - july 31, 2019. The actual sample was received for evaluation. Visual inspection was performed which revealed a reddish-brown particle, measuring 0.20 square mm. The particle was observed embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The particle was not in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.